Event description:
It was reported that this electrode had migrated in the patient's body. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.